Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No instances of malfunction alerts were found in the device engineering logs. No factory reset was found in the logs. Audio setting and all cgm alerts were not changed from factory defaults (all high/on). Body weight was not changed after initial setup on 2024-04-08. Data for the described event date of 2024-04-11 was reviewed. The last cartridge and infusion set change operations prior to the review date were on 2024-04-08 at 11:51am with cartridge and infusion set changes occurring again on the review date at 12:38pm. Unless otherwise stated, no motor errors were seen to indicate inaccurate dosing relative to delivery requests for insulin. All cgm glucose values below are measured in mg/dl. The ilet report and device logs show a period of hyperglycemia on 2024-04-11 starting in the late afternoon and lasting through the morning of 2024-04-12. The cgm glucose rises above 180 mg/dl at 1:03pm and continues to rise until the glucose is above 400 mg/dl by 2:43pm. The cgm glucose remains above 400 mg/dl for approximately 6 hours before trending downward and eventually back into range (179 mg/dl) by 2:53am on 2024-04-12. The ilet is shown dosing insulin appropriately throughout the hyperglycemic event however the glucose remains unaffected until an infusion set and cartridge change are logged. No evidence of ilet malfunction could be found in the engineering logs. Cgm glucose readings began increasing following a supply change (cartridge and infusion set) and the ilet responded by adjusting basal request size and frequency for insulin deliveries. After 90 minutes of cgm glucose readings being continuously above 300mg/dl, the ilet appropriately triggered alert 23. Cgm glucose readings began to stabilize below 300mg/dl following a second supply change. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on the case notes, ilet report and device logs it was determined that the ilet operated as intended. The assignable cause to the hyperglycemia is likely due to a failed infusion site as evidenced by the cgm glucose decreasing in response to insulin dosing after a supply changed completed late in the evening on 2024-04-11. Failure to follow the recommendation for management of hyperglycemia and the ketone action plan resulted in prolonged hyperglycemia and severity of the event. The user discontinued ilet use until they could meet with their hcp.

Event description:
On (B)(6) 2024 it was reported an ilet user experienced a high blood glucose (bg) event and was taken to the ER. This event was reported by a care provider at the house where the user lives. The event occurred on 4/11/24. The care provider reported the user's bg was high (306 mg/dl) earlier in the day and changed out their supplies (insulin cartridge, connector adapter, and infusion set). The user was using the convatec inset (23", 6mm) teflon infusion set. The user then went on a bike ride and 2 hours later their bg continued to rise. The care provider decided to take the user to the ER as care provider was unsure how the device worked. The user's bg rose to 473 mg/dl. The ER gave the user the treatment option of fluids or insulin. The user chose fluids, and their bg came down. The user was discharged later that day ( (B)(6) 2024 ). This is the first of two high bg events reported for this user. This medwatch report details the high bg event on 4/11/24. A medwatch report detailing the second high bg event on 4/13/24 is submitted on MFR report #: 3019004087-2024-00125.